Manufacturer narrative:
Corrected UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: a tear/cut was noted in the silicone housing. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the cut / tear in the silicone housing. The valve was not reflux tested due to the damaged silicone housing. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 82-3114, with lot crldb9, conformed to the specifications when released to stock in 6th october 2014. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low cut/tear resistance. Per (B)(4), it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the pressure problem could be due to the biological debris or the cut/tear in the silicone housing, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to (B)(6) patient with congenital hydrocephalus on (B)(6) 2015. The initial setting was 80 mm h2o. CT was scanned during a periodic examination, and expansion of the ventricle was found and also convulsive state was recognized. Then the reported valve was removed on (B)(6) 2016. This removal valve setting was 80 mm h2o. The surgeon decided to revise the valve (82-3110) and ventricular catheter, but the initial abdominal catheter was remained. The 2nd valve setting was 60 mm h2o. The patient condition is now good on (B)(6) 2016.